Manufacturer narrative:
Additional information was received. The biomedical engineer (biomed) confirmed that the device speakers were tested and found to be functioning properly, with alarm volume determined to be sufficient for the care area environment. No issues were identified with speaker performance. All other event-related information requested during the follow-up investigation was reported as unknown. No further information is available at this time. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor was generating an alarm for ECG leads off, which may have resulted in a delay in care. Biomed indicated the users did not hear the technical inop alarm tones for ECG leads off, which lead to a delay and transfer of the patient to a higher level of care. Biomed did confirmed the device was functioning as expected; however, the customer was looking for education on understanding the clinical audit trail and alarm reminder notifications. It was also confirmed the configuration for ECG leads off is a yellow alarm and reminders were on. It remains unknown what may have caused the alleged delay in care; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.